Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, and a number of others. This event does not allege a device malfunction occurred. A conclusive root cause could not be established from the information available. A second valve was implanted successfully with no adverse patient effects. (B)(4).

Event description:
Medtronic received information via warranty card that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. The valve was retracted into the descending aorta and implanted there due to sheath being below the bifurcation in a small iliac. A second valve was implanted successfully with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.